Event description:
The customer observed falsely depressed alinity c carbon dioxide results on multiple samples. On average, carbon dioxide patient results have been around 20 meq/l and are around 40 mmhg on a gem instrument. The clinical interpretation has not changed for the patients, however, on the alinity the results are toward the low range of normal. The customer indicated that quality controls have been running as expected. No specific individual patient information or data has been provided. No impact to patient management was reported.

Manufacturer narrative:
A single definitive cause of the discrepant results was not identified. Return testing was not completed as returns were not available. An instrument service history review revealed no s additional tickets associated with discrepant /erratic results for (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results on multiple samples. On average, carbon dioxide patient results have been around 20 meq/l and are around 40 mmhg on a gem instrument. The clinical interpretation has not changed for the patients, however, on the alinity the results are toward the low range of normal. The customer indicated that quality controls have been running as expected. No specific individual patient information or data has been provided. No impact to patient management was reported.